Event description:
The patient reported they had their pump replaced on (B)(6) 2014 all went well, then on (B)(6) 2014 in the evening the patient started getting ¿signs of withdrawals¿. On (B)(6) 2014 the healthcare provider (hcp) had the patients¿ pump turned up 10% and the patient was ¿okay¿ till friday evening when the patient noticed ¿signs of withdrawals¿ starting again. The patient was scheduled for an MRI on (B)(6) 2014 and questioned what they were supposed to do until then as the patient was their wife¿s sole caretaker who was confined to a wheelchair. The patient was waiting for a call from their hcp¿s office. The patient stated that ¿this seems to be a lot of trial and error which takes a lot of guessing¿ ¿when it works it¿s great but when it miss-functions it bad¿. The interventions, drug or patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Event description:
Additional information later received reported that since the pump replacement the patient seemed to be continually going into withdrawals. The patient had tried to supplement with fentanyl patch 125mcg with no relief. Per the patient the healthcare provider wanted to change the catheter now that all other tests prove the pump was working. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).